Event description:
It was reported that the balloon was torn. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During unpacking outside the patient, it was noted that the balloon was torn. The procedure was completed with another of the same device. There were no patient complications.